Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced multiple, intermittent losses of connection. Consequently, customer reported a blood glucose level of 19 mg/dl and required assistance from paramedics. Reportedly, pump regained connection and resumed insulin therapy. No additional information could be obtained.